Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, nursing staff placed an intravenous catheter on the pediatric patient to facilitate infusion therapy. Upon initiating the infusion after catheter placement, blood was observed seeping from the connection point between the needle tip and the catheter body. The infusion was immediately halted, the catheter was removed, and a new catheter was inserted for use. Due to the timely detection, no harm was caused.